Event description:
It was reported that during the laparoscopic hepatectomy procedure, the doctor found the white pad was broken. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present. Dried body fluids were noted at the clamp arm interface. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found excessive dried body fluids inside of the shaft. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note the instructions for use indicate: for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information requested and received: did any portion of the tissue pad become completely detached from the jaws? Yes did any portion fall into the patient? Yes, at that time have; however, pick up by the dr. How was it retrieved? The dr use the instrument to pick up the portion of the tissue pad from the abdominal cavity.